Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 500dm27 mechanical valve, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that during the implant attempt, there was no pacing noted when the implantable pulse generator (ipg) was connected to the existing unipolar leads. Another ipg was used. No patient complications have been reported as a result of this event.